Event description:
It was reported that the subject device had blurred camera vision. The issue was found during a routine inspection. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted for additional information, and to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable failure and cable cut. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image abnormality was due to ccd (charged coupled device) failure. No root cause was determined for the cable failure and cable cut. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had blurred camera vision. The issue was found during a routine inspection. There were no reports of patient harm.